Event description:
According to the report, bioglue was used in spinal, cranial and transsphenoidal surgery, and patients subsequently developed inflammatory responses, at least three of whom required reoperations, one of whom exhibited head pain and pus at the site of surgical intervention. No evidence of bacterial infection has been offered. This report represents one of the reoperations.

Manufacturer narrative:
This investigation is currently on-going. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used in spinal, cranial and transphenoidal surgery, and patients subsequently developed inflammatory responses, at least three of whom required reoperations, one of whom exhibited head pain and pus at the site of surgical intervention. No evidence of bacterial infection has been offered. The last patient one of the surgeons used bioglue on to seal the dura developed a csf leak. Unlike other neurosurgeons who use 2ml it is believed that 5ml per case was used, based on shipping records. Multiple attempts were made to obtain additional information, including an in-person visit to the hospital. Unfortunately, no information was obtained as the surgeon was unresponsive. There is very limited information available describing the facts in these reported events. Based on the information available at the time of this report, no definitive conclusions regarding the root cause and/or role that bioglue may have played in these events can be made. However, possible mechanisms are discussed below: the report indicates that five milliliters of bioglue was used in each case. 5 mls is likely an excessive amount t of bioglue to be used in a transphenoidal procedure. Published data shows that the average maximum volume of the adult sphenoid sinus is approximately 8.2 cm^3 (ml). This volume of bioglue would more than half fill the entire sphenoid sinus. This volume of bioglue would likely occlude the sphenoid sinus ostium leading to sinus drainage obstruction and subsequent infection. This effect is similar to what would be seen in patients with chronic sinusitis. The precise use of bioglue in the spinal and cranial surgeries is unknown, however, chemical meningitis resulting from irritation of the meninges has been previously reported in neurosurgical procedures. This reaction is most likely a foreign body inflammatory response to bioglue. The duration and severity of the inflammatory response is dose-dependent and can vary from patient to patient. The excessive use of bioglue could exacerbate this inflammatory reaction. Based on the information available at the time of this report, there is no indication that the events were caused by bioglue. There is no indication of risk to products currently in the field. No remedial action is necessary at this time.

Event description:
According to the report, bioglue was used in spinal, cranial and transphenoidal surgery, and patients subsequently developed inflammatory responses, at least three of whom required reoperations, one of whom exhibited head pain and pus at the site of surgical intervention. No evidence of bacterial infection has been offered. The last patient one of the surgeons used bioglue on to seal the dura developed a cerebrospinal fluid (csf) leak. This report represents one of the reoperations.